Manufacturer narrative:
Insulin pump alarmed during prime test due to a protruded/loose drive support disk. A cracked and scratched display window was also noted.

Event description:
It was reported that the customer's insulin pump alarmed while changing the infusion set, and insulin squirted out. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.